Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found clogging nozzle, foreign object observed in the nozzle. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water supply volume does not meet the standard value. The reported issue of " poor air supply (air/water flow issues from the air/water flow system) was confirmed. This condition attributed to be due to (insufficient cleaning (handling problems). Furthermore, the following defects were identified during device inspection: the angle wires were stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Adhesive on a-rubber has a chip. Due to clogging of nozzle, water removal ability does not meet the standard value. Other findings were noted to be attributed to external factors (scratches found on device body unit , knobs , universal cord, switches handles etc). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported with an issue of poor air supply (air/water flow issues from the air/water flow system). The issue found during an unknown event. No harm was reported. No patient injury, no user injury reported due to the event. Device evaluation found clogging nozzle. Foreign object inside the nozzle was observed. This report is being submitted for foreign object found inside the nozzle (insufficient cleaning (handling problems).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, to correct d5, and update h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found inside the nozzle, however, the cause of the material entering/remaining in the nozzle could not be specified. The nozzle was not reported to have been deformed and no information was provided regarding the customer's reprocessing methods. Olympus will continue to monitor field performance for this device.